Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.10 on a (B)(6) male patient presented in the emergency room with shortness of breath. The patient was diagnosed with pneumonia and atrial fibrillation and admitted to the hospital. There was no additional patient information at the time of this report. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/22/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na